Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017, it was reported that the last few refills had higher than expected residual volumes. It was confirmed that no increased spasticity had occurred. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was unknown what interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was listed as "alive-no injury". No further complications were reported.